Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9196566 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200841168] noted for ink rings. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an extra, "vertical" scale marking was found on the bd insulin syringe with the bd ultra-fine¿ needle during use, causing difficulty in measuring the medication. The following information was provided by the initial reporter: "consumer reported finding an extra scale line marking going vertical on her insulin syringe. Stated she had difficulty measuring up the medication due to the extra scale line marking on the syringe."

Event description:
It was reported that an extra, "vertical" scale marking was found on the bd insulin syringe with the bd ultra-fine¿ needle during use, causing difficulty in measuring the medication. The following information was provided by the initial reporter: "consumer reported finding an extra scale line marking going vertical on her insulin syringe. Stated she had difficulty measuring up the medication due to the extra scale line marking on the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/29/2020. H.6. Investigation: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that there is an extra scale line marking going vertical on her insulin syringe and she had difficulty measuring up the medication due to the extra line. The returned syringe was examined and exhibited ink smears from the 0-20 unit markings which could make it difficult to measure a dose accurately. A review of the device history record was completed for batch # 9196566 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200841168] noted for ink rings. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: a quality notification (zm) 200841168 was opened for ink rings that were affecting the numerals and scale lines. The ink nozzle was dirty. Corrective action: the ink nozzle was cleaned." H3 other text : see h.10.